Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03243 and 3005099803-2009-03244 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used in a egd (esophagogastroduodenoscopy) procedure on a female pt performed in 2009. According to the complainant, during the procedure, the clips misfired and the physician had difficulties trying to advance the device. Once he was able to advance the clip, it was dislodged from the catheter and the clip fell into the pt. The clips remained within the pt. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Difficulty advancing. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.